Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that the patient got deep brain stimulation (dbs) therapy on (B)(6) 2016 due to parkinson's disease. During surgery when the doctor opened the package of the lead kit, it was found the top of the lead was deformed. It was noted that the lead was bent. The doctor suspected it has a quality problem and the lead was not implanted. There was no impact on the patient. No symptoms were reported.

Event description:
The rep additionally reported that the upper part of the electrode was bent. It was noted that there was a package abnormality before opened.

Manufacturer narrative:
Other applicable components are: product ID neu_stylet_acc, lot# unknown, product type: accessory. Device analysis for lead 0211084970 revealed no anomaly found. Device analysis for the stylet revealed the wire was bent new out of the box.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that the lead was found "unqualified." The lead was not implanted due to consideration of its possible consequences on the patient's health condition.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.